Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: inadequate range of motion due to improper selection or positioning of components. Intraoperative or postoperative bone fracture and/or postoperative pain. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04128 / 04129).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and loss of range of motion. Subsequently, patient was revised on (B)(6) 2010. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur; under possible adverse effects: 4. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and loss of range of motion. Subsequently, patient was revised on (B)(6) 2010. Additional information provided in patient medical records indicates right hip revision procedure performed on (B)(6) 2006 due to a mal-rotated cup. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2010 was due to a loose acetabular component. The patient's operative report noted scar tissue, osteolysis, and metallosis. A review of invoice history could not confirm the (B)(6) 2006 revision. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.